Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed that the machine had failed. The customer reported that a machine was used to remove medications for patients prior to scheduled surgery and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist proceeded with ka 000012246 (medstation es ¿ station database corruption ¿ critical kernel power error) to repair the medapplication and do full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.